Manufacturer narrative:
The file indicated that a viscoelastic was used; however it is unknown if a qualified cartridge was used with the lens. Without the cartridge model, it is not possible to make a determination that a qualified product combination was used. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states that despite para-central glistenings persisting unchanged, the patient is symptom free and happy.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, he noted central glistenings upon insertion. There was no trauma to the lens and everything was routine. Additional information has been requested.